Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic esophagectomy procedure, while disconnecting lung tissue, both the first and second device did not fire. The surgeon was able to press the green button but could not squeeze the handle of these devices however when using the third device, it partially fired with no stop transmission in the middle. There was no patient injury.